Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage lead exhibited dislodgement and it was not possible to pass the lead rotation to the helix. Two attempts were made to fix the lead and the lead was implanted. No patient complications have been reported as a result of this event.